Event description:
It was reported that the pt being treated had severe narrowing (80%) at the origin of the left common carotid artery (lcca), severe narrowing (80-85%) at the origin of the left internal carotid artery, (lica) mild narrowing of the right common carotid artery (rcaa); and mild narrowing at the junction of the left vertebral artery basilar artery of 65%. During the procedure after two acculink stents were deployed, the pt experienced expressive aphasia and developed mild right-sided weakness that continued to persist. Using the recovery sheath, the accunet device was then retrieved and post angiogram were obtained. The pt was sent for a CT scan, which revealed good arborization of the vessel and no occlusion of the intracerebral vessels. Repeat CT scan was done in 12/2005, and there was no acute changes compared with the previous day. The next day, the pt's speech was more fluent and the pt had increased strength in the right upper and right lower extremity. The pt neurological status continued to improve daily.